Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES device was not powering on, user tried to unplug it and plug backed in, rebooted the station, but the issue still persisted.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the reported station power-on failure was associated with faults identified in the returned components; however, the root cause could not be conclusively determined because the drawer controller PCBA required for complete failure analysis was not returned for evaluation.There were no adverse events or injuries reported based on this event.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES DEVICE WAS NOT POWERING ON, USER TRIED TO UNPLUG IT AND PLUG BACKED IN, REBOOTED THE STATION, BUT THE ISSUE STILL PERSISTED. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 26-MAR-2024 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE STATION WOULD NOT POWER ON. THE FIELD SERVICE ENGINEER (FSE) CONFIRMED THAT THE MEDSTATION WAS NOT POWERING ON AND THAT THE POWER SWITCH WAS OFF. THE FSE DISCONNECTED THE BOTTOM TWO PYXIS BUS DRAWERS IN THE MAIN CABINET AND POWERED THE STATION ON. DRAWER 6 WAS THEN RECONNECTED AND POWERED ON SUCCESSFULLY. IT WAS DETERMINED THAT THE HALF-HEIGHT DRAWER 5.2 HAD A SEIZED SOLENOID AND WOULD NOT OPEN. THE FSE REPLACED THE SOLENOID. THE DRAWER CONTROLLER MEASURED LOW VOLTAGE AND WAS ALSO REPLACED. AFTER POWERING ON, THE CUBIES IN DRAWER 5.2 DID NOT APPEAR ON THE BUS, AND THE ROW TRAYS DID NOT CONSISTENTLY ILLUMINATE. THE FSE REPLACED THE RETRACTOR BAND AND MANUALLY UNSEATED ALL CUBIES AND RESEATED THE ROW TRAYS. USING THE HARDWARE TEST APPLICATION (HTA), THE FSE RESEATED THE CUBIES, AFTER WHICH ALL CUBIES APPEARED ON THE BUS. THE HTA TESTS PASSED SUCCESSFULLY. THE PHARMACY TECHNICIAN THEN COMPLETED AN INVENTORY OF THE MEDICATIONS IN THE DRAWER. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, IMDRF Annex codes and Section B Describe Event or Problem and Section D Device Available for Eval, Returned to Manufacturer on.PART ANALYSIS:The reported condition of ¿Station will not power on (RSS OFFLINE)¿ was confirmed by field service engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process.According to WO (b)(4), the BD FSE reported that replaced the solenoid, the drawer controller board and retractor band for HH drawer 5.2 to finally tested in the Hardware Test Application (HTA). Reseated previously released Cubies and all were detected on bus. HTA software passed its testing. Pharmacy tech completed inventory of med in drawer.During DCHU Visual Inspection:P/N 151630-02: The part was received with no signs of physical damage, fluid ingress or missing components.P/N 353844-01: The part was received with signs of physical damage as torn flat flex cable.P/N 353578-01: The part was received with signs of thermal damage as discoloration on the coil shielding, indicative of overheating of the component.During DCHU Testing:P/N 151630-01: DMM testing identified a blown fuse F201. Board was determined as faulty, and no functional testing was performed.P/N 353844-01: Since physical damage was detected during inspection, no testing was performed.P/N 353578-01: Since thermal damage was detected during inspection, no testing was performed.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the complaint could not be determined since the ¿PCBA DRAWER CONTROLLER¿ (not specified if part replaced was PN 331392-01 or PN 151622-01), which is required to assess the reported failure, was not received for inspection and prevented completion of full failure analysis.